Event description:
It was reported that the patient presented to the hospital for a follow-up visit. Device interrogation revealed that the right atrial (ra) lead and the left ventricular (lv) lead exhibited loss of capture and loss of sensing. Chest x-ray was performed and revealed dislodgement of the ra and lv leads, as well as migration of the implantable cardioverter-defibrillator (ICD). The dislodgement of the leads was determined to be due to probable rotation of the ICD. The physician elected to explant the ra and lv leads and replace them with new ones and repositioned the ICD on (B)(6) 2026. The patient was stable before, during, and after procedure with no complications.